Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user alleged the insulin pump was over delivering insulin due to customer reporting the insulin pump gave double shots of insulin. The customer's blood glucose at the time of the incident was 115 mg/dl. No harm requiring medical intervention was reported. The customer restarted the insulin pump, replaced the battery and ran the self test and the self test passed. The customer also reported a ticking sound during a bolus. The customer was advised that it was ok as the motor or the piston of the pump is moving. The insulin pump will not be returned for analysis.